Manufacturer narrative:
G4:04jan2021 b4: (B)(6) 2021 h11: b5: the customer reported " low leak ¿ co2 rebreathing" diagnostic error. The unit was swapped out at the time of the event, and there was no delay of therapy. The customer confirmed the reported issue with the remote service engineer (rse). The field service engineer (fse) was dispatched onsite. The fse quoted the repair cost to the customer and advised the replacement of the gas delivery system (gds). The customer declined repair due to the cost. If new information is obtained, a supplement report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jul2020.

Event description:
The customer reported a ventilator in which the return volume and pressure were low and did not match the set ipap. This event was reported as having occurred during clinical use. There was no allegation of harm associated with this report.